Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoroscopy was not functioning. The philips engineer has suggested the customer for onsite repair, but the service quote provided by philips was cancelled by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy was not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.